Manufacturer narrative:
The event description in the initial reports was inadvertently reported as "patient does have therapy". It should have been "patient does not have therapy". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that one of the leads has high impedances. Patient was reprogrammed using the other lead and adequate therapy was restored.

Event description:
Related manufacturer reference number: 1627487-2021-17426. It was reported that the patient¿s therapy strength was decreasing on its own (autoreducing). As such, patient does have therapy and the system has been turned off. Diagnostics revealed no impedance issue. In turn, surgical intervention may take place at a later date to address the issue.